Manufacturer narrative:
(B)(4). D10: item # 00151505444, liner and shell with plastic barrier 44 mm i.d. 54 mm o.d. Do not remove ceramic liner do not reposition cup after final seating, lot # 63771365 item # 00877704402, biolox option head, lot # 2952057 item # 290039112, clsâ® spotornoâ®, stem, 135â°, uncemented, 11.25, taper 12/14, lot # 2880762. G2: report source canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, approximately 4 years and 6 months post implantation the patient reported persistent pain that radiates from left buttock to left knee. The patient has been prescribed pain medication as well as recommended to undergo shockwave therapy. Approximately 4 years and 10 months post implantation the patient reported pain and a loud ¿clunk¿ from left hip. Doctor suspects liner dissociation, conservative treatment of annual xrays is prescribed.. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D10: item # 00151505444, liner and shell with plastic barrier 44 mm i.d. 54 mm o.d. Do not remove ceramic liner do not reposition cup after final seating, lot # 63771365. Item # 290039112, cls spotorno, stem, 135, uncemented, 11.25, taper 12/14, lot # 2880762. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of complaint histories found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: that patient reported persistent pain that radiates from left buttock to left knee. The patient has been prescribed pain medication as well as recommended to undergo shockwave therapy. The patient reported pain and a loud ¿clunk¿ from left hip. Doctor suspects liner dissociation, conservative treatment of annual xrays is prescribed. X-rays were provided and reviewed by a health care professional. Review of the available records identified the following: the crescentic radiolucent line between the acetabular shell and liner is seen to be asymmetric on the CT scan suggesting liner dissociation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.